Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was 430-431 mg/dl. Customer delivered a correction bolus via pump to address bg level. Customer primed the tubing to address the issue.